Event description:
An alarm was heard and also confirmed by telemetry as critical. It was due to a motor stall and the stall was constant. Pt had been hearing the alarm for some time. The stall was seen during a refill and per the logs it occurred on (B)(6) 2011 at 04:09, and another log for tube set occurred on (B)(6) 2011. Any magnetic or emi interaction was denied. Pt experienced the symptoms of "not herself." Drug delivered via the pump was fentanyl.

Manufacturer narrative:
(B)(4).